Event description:
A malfunction alarm was reported with the pump, displaying malfunction code 16, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer planned to use manual daily injections as a backup therapy.